Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced both batteries and completed full pm including replacement of safety disk due to cycle count. All functional and safety tests were performed to meet factory specifications, and the iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involved and no adverse event was reported.